Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility and the lesion had greater than 50% stenosis but no calcification. Before and after the procedure the patient was prescribed aspirin and plavix. The "reaprot" drip was prescribed in addition due to the procedural thrombosis. The physician did not allege any malfunction or non conformance of the device occurred.

Event description:
Following angioplasty to treat lesion in the right middle cerebral artery (mca), m1 segment, a thrombus was noted to form. The physician administered "reaprot" intravenously during the procedure and the patient was placed on a "reaprot" drip post procedure. The drip was discontinued during the night due to a drop in pressure, the cause of which was unknown. The following day, the thrombus occluded the distal mca, m2 segment to treated m1 segment. The thrombus resolved and the patient was reported to be stable with no lasting impairment.